Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, not a device problem and is void. No product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a three piece lens was needed due to capsule rupture and the implanted one piece lens (pcb00) was removed and replaced with za9003 model intraocular lens. There was no patient injury. No further information available.

Manufacturer narrative:
Corrected data: h6: type of investigation (codes) 3331 and 4109 were explained in h10 text in the initial MDR submitted but codes were inadvertently not indicated in these sections. Therefore, updating the following sections as correction: section h6: type of investigation: 3331 and 4109. Additional information received revealed that no further intervention was needed and device evaluation was completed. Device evaluation: only the original box, some labels and implant notification card were received. No device received. As the product does not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.